Event description:
The customer reported the use of an expired harvest bmac set. Patient weight is not available at this time. The device was used for treatment but not diagnosis. The set is not available for return for evaluation.

Manufacturer narrative:
Fmf investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.10. Additional product code: fmf investigation: a review of the certificate of compliance shows that this lot met all acceptance criteria for release. As the reported adverse event did not relate to activities associated with the manufacture of this lot, further review of the DHR was not performed for this complaint record. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Correction: this customer was aware of the mistake and reported the issue. Hence, no retraining was required. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be an operator error.

Event description:
The customer reported the use of an expired harvest bmac set. The device was used for treatment but not diagnosis. Customer did not provide patient outcome. The set is not available for return for evaluation.

Manufacturer narrative:
Additional product code: fmf investigation: a review of the certificate of compliance shows that this lot met all acceptance criteria for release. As the reported adverse event did not relate to activities associated with the manufacture of this lot, further review of the DHR was not performed for this complaint record. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Correction: this customer was aware of the mistake and reported the issue. Hence, no retraining was required. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported the use of an expired harvest bmac set. The device was used for treatment but not diagnosis. The set is not available for return for evaluation.